Manufacturer narrative:
The associated treatment tip and device datalogs have been requested to be returned for evaluation. The investigation is underway.

Event description:
A user facility reported that a patient experienced facial swelling consistent with edema, persistent erythema, nodules on the cheeks, and hyperpigmentation in the mandibular area following a thermage flx treatment. Three days post-treatment, the patient reported facial edema and was started on oral corticosteroids (prednisone). Approximately one week later, the patient reported erythema and a sensation of heat in the cheeks and was advised to use liade ointment and to return for evaluation. At follow-up, mild erythema was observed. The case was reviewed by the treating physician, and secondary interventions included ipl (intense pulsed light) vascular treatment (harmony xl, dye-vl, 12 ms / 8 mj), facial hydration, and led (light emitting diode) therapy. Additional recommendations included polisoft and indiba (athermia) for the reported nodules; however, only polisoft was performed. At the time of the most recent follow-up, the patient¿s condition was reported as showing good overall improvement, although persistent erythema in some areas, nodules, and skin laxity remained. Hyperpigmentation of the right mandibular area was reported to be improving with hydration therapy. It is unknown whether permanent damage or scarring will occur. Available photographs were reviewed by the solta medical reviewer. Multiple undated images demonstrated mild diffuse hyperpigmentation along the mandibular region, along with subtle unilateral cheek fullness consistent with mild edema and slight facial asymmetry. No obvious overlying erythema was appreciable in the images. The highest energy used was reported as 8.0 mj, using the stamping method. Prior to treatment, the patient was administered topical anesthetic (emla - eutectic mixture of local anesthetics). The unused treatment tip was inspected prior to use and reinspected with each change in treatment area and parameters. No abnormalities were observed. During the procedure, it was noted that the treatment tip did not appear to be cooling as expected, and the patient reported little to no sensation despite increases in energy level up to 8.0. An unspecified system error subsequently occurred while treating the mid and lower thirds of the face. Technical support was contacted and assisted in resolving the issue. Following resolution, treatment was resumed at reduced energy levels based on patient tolerance, as the patient began reporting discomfort. The user facility confirmed using solta cryogen and approximately one and a half containers of unscented solta coupling fluid to complete the treatment. No other treatments (besides the one reported) were performed in the same area where symptoms were reported, and the patient denied any prior aesthetic treatments in the treatment area. The patient also denied use of prescription medications, over-the-counter medications, vitamins, herbal supplements, or other topical products, with the exception of cicaplast and spf 50+. The associated treatment tip was retained by the user facility and has been requested for return and evaluation, along with the datalogs.